Manufacturer narrative:
The device involved with this report is a base unit only, not a complete wheelchair. Quickie designs manufactures the base which is then shipped to labac systems. Labac performs a secondary assembly, (remanufactures), when installing their recline system. According to 21cfr 820.3 (w), a remanufacturer who significantly changes the finished device performance, safety or intended use. Under this definition, la bac is the manufacturer of a chair with a labac system mounted on another manufacturer's base. For that reason, this information is beung forwarded to la bac.

Event description:
Reporter claims that the wheelchair has tipped over during normal use. Reporter stated that this type of incident has occurred more than once. No injuries reported.